Event description:
It was reported that the patient had discomfort around the ipg site. It was noted also that the patients leads had migrated and was not able to feel enough coverage. The patient underwent an ipg repositioning and lead replacement procedure. The patient was doing well post operatively. The explanted device was disposed at the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(4). Batch: 7080673/7080661.